Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the permanent cautery spatula instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the distal tip on the permanent cautery spatula instrument broke off and fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information about the complaint: the fragment was retrieved during the same procedure with no procedure delay.

Manufacturer narrative:
61 - intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found with a broken boss feature of the yaw pulley. Upon microscopic inspection, the feature was found missing from the insert slot. The broken piece was approximately 0.08¿ x 0.10¿ and was returned with instrument. There was no material that appeared to be missing as the broken boss feature assembly was pieced back into the insert slot. The known common cause of this failure was mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.